Event description:
During arthroscopic shoulder repair, the physician had problems in screwing the mini revo suture anchor in, and in attempting to remove it, it appeared the eyelet was actually stripped. There was inability to achieve any forward or reverse progress with this suture anchor screw. In attempting to remove it, the eyelet broke off and was flushed out of the joint and identified. The remaining piece of screw was freed and removed with a grasper.